Event description:
On (B)(6) 2011, the lay user/reporter contacted lifescan (lfs) alleging that the patient's onetouch ping meter was reading inaccurately high compared to another meter. On february 16, 2012 the medical surveillance specialist (mss) contacted the patient by phone and reached the patient's father: (B)(6) for additional information. The reporter stated that the product issue began in (B)(6) 2011 (exact date and time unknown) during this time; the patient began having "intermittent, nausea and weakness" which was associated with low blood glucose. The reporter stated that during this time (unknown date and time in (B)(6) 2011), the subject meter readings were elevated (results not available). The reporter stated that on (B)(6) 2011 a blood glucose result of "between 500mg/dl and 600mg/dl" was taken on the subject meter and compared with a blood glucose result that was "200 to 300mg/dl lower" on another meter (exact result unknown). The reporter advised that on (B)(6) 2011 the lower blood glucose result (not from the subject meter) was used for diabetes management. The reporter advised that the patient manages his diabetes with an insulin pump. The reporter advised that until (B)(6) 2011 the patient followed his usual diabetes management routine. After (B)(6) 2011, blood glucose results were obtained on another meter for diabetes management and the noted symptoms went away. The patient denied that any treatment was received due to the product issue. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting and was an approved sample site. Replacement products were sent to the customer. Lifescan product analysis was not able to confirm the inaccuracy allegation but found a line through the display that was resolved by replacing the lcd. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has/have been returned and evaluated by lifescan product analysis on 2/6/2012 with the following findings: the meter has passed inaccuracy testing with no faults found. However, testing of the display found a line through the display which was corrected by replacing the lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.